Event description:
It was reported that the patients implantable pulse generator (ipg) was not holding a charge as well as it used to. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted ipg was not returned as it was discarded by the medical facility.